Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during sterilization/sanitization preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was damaged. The connecting sleeve was pulled off. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during sterilization/sanitization preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was damaged. The connecting sleeve was pulled off. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The hp2 extension cable device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. One of the connector collars of the extension cable was missing from its original position. The connector collar was dislocated from its original position leaving the inner component (pins) exposed. The extension cable was returned without the detached/broken collar piece. Based on the returned condition of the device and the results of the investigation, the reported failure "break" is confirmed.

Event description:
The hospital reported that during sterilization/sanitization preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was damaged. The connecting sleeve was pulled off. No patient involvement.